Manufacturer narrative:
Title: emergency trans-femoral stenting after accidental right renal artery occlusion following endovascular aortic repair with endoanchors for abdominal aortic aneurysm with short angulated neck year: 2025 references: https://doi.org/10.1002/ccd.31614 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted titled: emergency trans-femoral stenting after accidental right renal artery occlusion following endovascular aortic repair with endoanchors for abdominal aortic aneurysm with short angulated neck. The aim of the study was to report on a case of accidental right renal artery occlusion following endovascular aortic repair (evar) with endoanchors for an abdominal aortic aneurysm with a short, angulated neck. The study focuses on the use of emergency trans-femoral renal stenting as a salvage technique to restore blood flow and prevent renal function deterioration. A patient underwent an emergency trans-femoral renal stenting procedure after accidental right renal artery occlusion occurred during endovascular aortic repair (evar) with endoanchors for an abdominal aortic aneurysm. Advanced endovascular techniques were employed to restore blood flow to the renal artery successfully. Using an 8f judkins right launcher guiding catheter, the occluded renal artery was accessed via the femoral route. A balloon-expandable stent was deployed to reopen the artery and restore blood flow. The stent placement was confirmed to be successful, with no residual stenosis or complication and despite the presence of non-flow-limiting dissection, final angiogram showed good position of the stent. The patient experienced no deterioration in renal function during the follow-up period, and the intervention was deemed effective as a salvage technique.

Manufacturer narrative:
Additional information: it was later confirmed that the non-flow-limiting was caused by wire manipulation, not the guide catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.